Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Event description:
As reported: manta deployment to rt. Cfa/ pulsatile flow still noted/moved to 5+ min mc/flow stopped. Post deployment angio showed interruption of flow to rt. Cfa/ vs brought in/ balloon tamponade to rt. Cfa w/ 8/40 balloon. Unable to wire distal vessel, patient transferred to operating room for surgical repair and manta removal of rt. Cfa/ patient stable when moved. Additional info on (B)(6) 2022 - spoke w/the cv surgeon that was in on the tavr w/us & he just came out of the or. Pt is doing well, cfa repair went well, it appears the manta was deployed in the tissue track.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. An angiogram photo was submitted and reviewed by the investigative team. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the right common femoral artery. Ultrasound, micropuncture and follow up angio were utilized to confirm a mid-femoral head positioned access. Arteriotomy was noted 5.6mm, no calcification or tortuosity, and a depth deployment measurement of 4cm + 1cm. No issues were encountered advancing and exchanging the procedural sheaths. Activated clotting time (act) prior to deployment was 278, heparin was administered, no protamine. Following deployment, pulsatile bleeding was present and manual pressures were applied. A post angio reveled interruption of flow to the right common femoral artery. The vascular surgeon was called in, applied balloon tamponade to the right common femoral artery, however, was unable to wire the distal vessel. The patient was transferred to the or, and during the surgical intervention to repair the artery, the surgeon noted the manta was deployed in the tissue tract and was explanted. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive due to insufficient information. The risk of access site complications leading to surgical intervention and late arterial bleeding have been identified as adverse events related to the deployment of the vascular closure device in the IFU. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed; and tract deployment is a known risk. Procedure requirements in the IFU indicate act should be below 250 seconds prior to closure. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.